Event description:
It was reported that the device's shock button is faulty. There was reportedly no patient involvement.

Manufacturer narrative:
The equipment is out of the warranty, the failure mode is failed power supply. Multiple attempts were made by philips¿s customer care center to satisfy the customer's request however the customer did not confirm accepting the repair quote. The device remains at the customer site and no further evaluation is warranted at this time.